Event description:
It was reported that during a hospital visit, the patient with this pacemaker system was being admitted and the health care professional (hcp) called technical services (ts) for battery longevity analysis on the device. Ts reviewed and analyzed the provided device data. The pacemaker battery longevity was calculated and provided to the hcp. While reviewing the stored electrogram (egm), stored signal artifact monitor (sam) episodes with noise and oversensing were noted. Ts noted that the oversensing was related to the minute ventilation (mv) feature. The mv feature was deactivated by the signal artifact monitor (sam). Ts also noted high out of range impedances on the right ventricular (rv) lead. The hcp declined a review of the events. At this time, the pacemaker and rv lead remains in service. No additional adverse patient effects were reported.